Event description:
Customer called to report a puddle of fluid found in the spill tray below the reagent probes of the synchron lx clinical system, model lx20. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer confirmed that the reagent syringe and probe tubing were tightly secured. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found that line 29 was caught on the interconnect board when the ion selective electrode was lowered, and that the line had popped off, which resulted in an alkaline buffer leak. The fse reconnected line 29, and observed no further leaking. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).